Event description:
A customer observed imprecise phyt qc results on vitros 250 and a vitros 5, 1 fs chemistry systems. Biased results of the direction and magnitude observed on a pt, specimen may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The definitive root cause of the imprecise phyt qc results could not be determined. The investigation found no evidence that an analyzer malfunction contributed to the biased phyt qc results, and that both vitros systems are operating as intended. The customer has observed stable performance since putting an alternate phyt slide lot into use.